Event description:
It was reported that the patient went to the emergency room (ER) with hypoglycemia. The patient's blood glucose levels dropped to 41 mg/dl while wearing the pod between 24 and 36 hours. The patient's mental state was declining and they had difficulty talking. At the hospital patient received a chest examination,blood work, urine check and fluids were given. The patient was released a few hours later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.